Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) was unable to reproduce failure. The fse executed analyte quality control assessments in triplicate, repeated all patient samples in question in triplicate and executed a tg/uric carryover test. No issues were detected. The fse also inspected the instrument wash towers and mixers, with no issues detected. The root cause of this event is unknown.

Event description:
The customer reported that on (B)(6) 2012 multiple analyte erroneous patient results were generated on a cx5 clinical analyzer for multiple patients. Beckman coulter inc. Assessment of customer supplied patient data indicated the involvement of eight patients with initially erroneous or suppressed blood urea nitrogen (bun), creatinine (cr-s), glucose (glu), total protein (tp), albumin (alb), aspartate aminotransferase (ast), alanine transaminase (alt), total bilirubin (tbil), triglyceride (tg), and/or cholesterol (chol) results. Upon repeat on another instrument, different analyte patent results were generated which were regarded as valid. Other chemistries were run on these samples but were not significantly different upon repeat anf hence not regarded as erroneous. The erroneous patient results were reported from the laboratory and were detected either by a failed autovalidation or upon review by a technician. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Chemistry quality control (qc) results were acceptable prior to the event however after the incident they were out of range. Beckman coulter inc. Led customer troubleshooting verified that the instrument mixers were turning however did not resolve the issue.